Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq2003v intraocular lens. Lens was torn while inserting the lens. A posterior capsule tear ruptured and a vitrectomy was performed. No pt injury and is doing fine.